Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user successfully paired a freestyle libre 3 plus sensor, but the previous sensor produced consecutive scan errors and the user requested a replacement through the manufacturer. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no impact to therapy continuity. Investigation included user support, troubleshooting, and education, with referral to the sensor manufacturer for replacement. Investigation of this case revealed a sensor scan error with no associated ilet malfunction. It was concluded that the event involved a sensor performance issue without patient harm and without impact to glycemic management.